Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the cuff was inflated and was unable to hold inflation pressure so new cuff was applied and o rings were checked. Cuff inflated again, pressure was held, lidocaine injected for bier block, however immediately after medication injection tourniquet failed to hold inflation pressure resulting in a rapid systemic absorption of medications by the patient. It was reported that there was minimal harm; outcome is symptomatic, symptoms are mild, loss of function or harm is minimal or intermediate but short term and no or minimal intervention was required. There was an unknown delay. Cuff information is not available and they will not be returned. No additional patient consequences were reported.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. Telephone number: (B)(6).

Event description:
It was reported that the cuff was inflated and was unable to hold inflation pressure so new cuff was applied and o rings were checked. Cuff inflated again, pressure was held, lidocaine injected for bier block, however immediately after medication injection tourniquet failed to hold inflation pressure resulting in a rapid systemic absorption of medications by the patient. No additional patient consequences were reported.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record could not be completed because the device was not returned for evaluation and repair. Device is used for treatment. A definitive root cause cannot be determined. The event cannot be confirmed.